Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device.¿ (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target location was located in mid calf vein. A 5mmx15cm interlock¿ was selected to be used. During the procedure, the renegade catheter was placed inside the body and an interlock coil was inserted but it would not deploy and hung up inside the catheter. The renegade and the coil was removed from the patient's body and it was noted that the coil protruded from the tip of the catheter upon removal. Then the physician decided not to coil anymore at that point. No patient complication reported.